Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in insulin pump history with variable (003) due cold solder joint at u1 keypad assembly. No audio anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 10 mmol/l. The customer stated that the audio for high and low alarms had stopped working. The customer also stated that the pump error occurred for second time when doing a self-test. The insulin pump will be returned for analysis.